Event description:
It was reported that in previous follow-ups a pace/sense portion of a defibrillation lead exhibited high thresholds and low sensing values. At the time of replacement of the associated implantable defibrillator (ICD), the pace/sense portion of the lead was abandoned and replaced with a new pace/sense lead. The high voltage portion of the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.